Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician attempted to place a taxus express2 3.5x16mm drug eluting stent to an unknown vessel and "the shaft broke". Add'l info regarding this event has been requested.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.